Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('constant lower back pain') and nephrolithiasis ('unexplained kidney stones') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), gastritis ("biopsies done from her stomach: stomach inflammation"), internal injury ("destroyed my insides"), abdominal pain ("abdominal pains") and cardiac disorder ("heart issues") and underwent cholecystectomy ("surgery/removed by gall bladder"). The patient was treated with surgery (removal of fallopian tubes). At the time of the report, the back pain, nephrolithiasis, gastritis, cholecystectomy, internal injury, abdominal pain and cardiac disorder outcome was unknown. The reporter considered abdominal pain, back pain, cardiac disorder, cholecystectomy, gastritis, internal injury and nephrolithiasis to be related to essure. The reporter commented: consumer stated that product has destroyed my insides. Diagnostic results: biopsies done from her stomach: stomach inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case became serious incident. Fallopian tubes removal was marked as treatment for back pain. Event verbatim was updated as surgery/removed by gallbladder and pt was updated to cholecystectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.